Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right atrial lead exhibited loss of capture and decreased sensing. Fluoroscopy revealed both the right atrial and right ventricular leads were dislodged. During lead revision procedure, the helix would not extend on the previously implanted rv lead. Both the leads were explanted and replaced. Once a new rv lead was placed, the physician was unable to screw the lead into the implantable cardioverter defibrillator because of an issue with the set screw, a new device was implanted. The patient was in stable condition.